Event description:
On (B)(6) 2014, the reporter contacted animas, alleging frequent, persistent occlusion alarms on the pump. The reporter indicated that the issue persisted after changing out the pump supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2017 with the following findings: a review of the pump¿s alarm history showed multiple occlusion alarms. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of an occlusion was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.